Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 19-dec-2025. Therefore, section d9 was populated. It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and the irrigation lumen was blocked after inserting into patient. There was no patient consequence. Device investigation details: following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test. Further investigation revealed that during the dissection of the tip, the irrigation tube was found folded in the shaft section, close to the transition area to the tip. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The root cause of the irrigation tube folded was traced to the manufacturing process. An internal corrective action was created to investigate this issue. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and the irrigation lumen was blocked after inserting into patient. There was no patient consequence. Additional information was received which indicated that there was no irrigation pump involved. Only drip set and pressure bag from hospital. Pentaray was taken out of the patient and attempted to reflush. The irrigation lumen of the pentaray was already blocked. No ablation took place.